Event description:
During the course of a laparoscopic banding procedure, the dr. Attempted to use an ethicon endosurgery realize adjustable gastric band. The device mis-fired. The dr. Reports there was no harm to the pt.